Event description:
Subject device was implanted during an anterior cervical discectomy fusion of c5-6 cm 8/6/98. At an unknown date post-operatively it was found to have fractured and was removed on 7/14/99.